Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not returned to the manufacturer. The implant was discarded by the hospital. No visual examination could be performed. The review of the device history records did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. Several attempts were made , no specific information was provided on the surgical steps followed that could help to identify the root cause of this event. From information provided, the cause for the event cannot be determined. Based on the product history records, and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. Root cause undetermined. If additional information was received that allow to draw a conclusion on this case another report will be sent.

Event description:
Mobi-c p&f us: cartridge jammed. No patient impact or surgery delay was reported.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information requested. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : cartridge jammed. Upon implantation, peek would not release from implant. After multiple attempts, peek did detach however twisted the implant on the way out. Defective implant removed, new one implanted.